Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
It was reported there was a fault with the device. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has been completed. The device had a missing chain and broken housing. The device was repaired, tested to all manufacturing product specifications and returned to the customer.